Manufacturer narrative:
Corrosion was observed on several internal components. A leak test was performed and an internal tear was observed in the unexposed portion of the soft cannula, 0.23 inches from the nail head. The battery voltages were measured and found to be lower than expected. A power supply was used for device download. Initial attempts to connect to the master pdm were unsuccessful. The pcb was removed, but subsequent attempts to connect to the master pdm were unsuccessful. The smc could not be measured because a connection to the master pdm could not be made. Inspection of the pcb determined that corrosion was preventing data download. The internal fluid leak caused by the damaged soft cannula prevented the proper delivery of insulin.

Event description:
It was reported the patients blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.